Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the account has one damaged straight suction. The site wants to replace that, but also want an extra. There was no patient present when this issue was identified.